Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the patient did not recover good vision after the implantation of the intraocular lenses (iol's), model diu225 and model diu450. The calculations were correct and the patient's eye condition good. The best corrected visual acuity (bscva) post-operative for od (right eye) was +0.25 -1.75 80º and os (left eye) +0.50 -2.75 125º. The patient is negatively affected and not happy. Through follow-up we learned that the patient received yttrium aluminum garnet (yag) laser treatment and is dissatisfied with the outcome since the initial surgery. No further information was provided. This report is for the diu450 model lens implanted into the right eye (od). A separate report is being summitted for the other eye.

Manufacturer narrative:
Additional information and corrected data: section b5 - describe event or problem: additional information was received and it was learned that the patient's corneal topographies reveal severe irregularities in the anterior surface, which lead to poor visual quality. The left eye (os) appears to be significantly more problematic than the right eye (od). The doctor reported a visual acuity of 0.5 in the right eye and 0.1 in the left eye, which improved to 0.6-7 in the right eye and 0.2 in the left eye with trial frame correction. This information was inadvertently not included in report 3012236936-2023-01570 submitted on july 07, 2023. Section h6 -health effect - clinical code: 4581: eye anatomy issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.